Event description:
In 2009, the patient reported experiencing elevated blood glucose of 400 mg/dl. The patient changed the infusion set and bolused through the infusion device. Three days later, the patient's blood glucose measured 364 mg/dl upon waking and the patient switched to the replacement infusion device. The patient found that the infusion set was clogged. The patient's normal blood glucose level is 150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No further information was provided. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.